Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (B)(6) ipg replacement procedure due to end of life, extension diagnostic testing revealed high impedance measurements. As a result, the physician explanted and replaced the patient's extension which resolved the issue. It was noted the patient did not experience an interruption in therapy due to the high impedance issue. Concomitant product(s): the implant dates for the following devices are unknown: model: unknown, scs ipg. Model: unknown, scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.